Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that defibrillation charge is incomplete on their device. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that defibrillation charge is incomplete on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that defibrillation charge is incomplete on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6 results code grid of initial MDR indicates: operational problem identified section h6 results code grid of initial MDR should indicate: energy storage system problem section h6 conclusion code grid of initial MDR indicates: cause not established section h6 conclusion code grid of initial MDR should indicate: cause traced to component failure section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and observed that defibrillation charge is incomplete on their device. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and observed that defibrillation charge is incomplete on their device. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue was determined to be due to the faulty battery.